Event description:
It was reported that when the unit was turned on before the case it sparked. During the case the doctor wanted to switch scopes so he put the light source on stand by and started switching scopes. During the switch, he put the light source back on run and the patient drape caught on fire. The patient was not burned and there was no delay in surgery.

Manufacturer narrative:
It was determined through telephone contact with the user and sales representative that the account, approximately 1 hour into the procedure removed the scope and proceeded to attach another. Before attaching the second scope the lightsource was turned to run with the cord laying on the drape. The lightsource was turned on to a brightness setting of 70 when the incident happened. The drape then caught fire and "sparked" according to the account. The light cable has the ability to reach temperatures capable of burning a patient/user when the light source is used at the higher light settings. The user must always be aware of the light cable's presence during surgery. There are warnings are listed in the ifus of the light cable and light source to help prevent burn incidents. Use of an esst light cable which will automatically turn the light source to the stand-by mode when the light cable is separated from the scope.